Event description:
Employee was drawing up lidocaine, went to put the 30g needle on and when they twisted it on, employee was poked by the needle (clean needle). Employee looked at the needle and it was a faulty needle with an extra needle sticking out the top uncapped. The extra needle was not capped and sticking straight out.